Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, while the patient was sleeping at approximately 5:00-6:00 am, the cannula dislodged from the infusion site. The pod was worn on the abdomen for approximately 5 to 24 hours. This resulted in the patient¿s blood glucose level rising above 20 mmol/l (360 mg/dl). There were no abnormalities observed on the cannula or leakage noted. The pod was discarded. The patient applied a new pod and successfully resumed therapy.